Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose of 12 mg/dl. The caller stated that her doctor requested troubleshooting the insulin pump to ensure it is functioning properly. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned loosing weight since about eight weeks ago. No further information was provided.